Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead dislodged and was capturing the right atrium. Reprogramming occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event